Event description:
Thermachoice machine read system error 3100. Balloon and cable changed twice. Called sales rep. Had to have machine brought over from a different facility. Taken out of svc. No adverse outcome to the pt as the balloon was never inserted.